Event description:
The hosp reported that during the saphenous vein harvesting procedure, the blood was leaking inside the dissection tip of the harvesting cannula. The physician assistant converted to a bridging technique to complete the procedure. No further pt complications were reported.